Event description:
It was reported that during a coronary durg eltuing stenting treatment procedure, difficulties crossing the lesion were encountered. The physician was unable to cross the lesion to be treated with the taxus express2 8.8% 2.50 x 20 mm drug eluting stent. When the physician removed the stent from the pt's body it was noted that there was a displaced strut. There were no pt complications.